Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received indicating that the scs device was replaced due to difficulties in charging the implantable pulse generator (ipg). It was reported that the patient is a high-setting user and had experienced weight loss, both of which may have contributed to the issue. The patient underwent an ipg revision procedure, during which the ipg was explanted and replaced. The discarded ipg will not be returned for analysis, as it was disposed of by the facility. Postoperatively, the patient was reported to be doing well.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative.